Event description:
The customer reported via phone call that she had the insulin pump for 1 month and 6 weeks and had high blood glucose. Customer stated that she was in the 400-500 mg/dl range previously due to her rare condition. Customer stated that since using the pump, her blood glucose has come down to 300-400 mg/dl. Customer's blood glucose sometimes goes down to 200 mg/dl and she was able to get to 161 mg/dl, which is the lowest she has been in 3 years. Customer stated that she has overproduction of histamines as part of her disease. Customer also stated that she has allergies to insulin, which is why her blood glucose has been constantly high in the past. Customer stated that she has been feeling ill due to the highs. Customer was assisted with changing the max bolus settings. Customer was advised to contact her health care professional to find the correct settings for her.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.